Event description:
It was reported that a hole in the multi absorber allowed for leakage preventing adequate oxygen/anesthesia flow to the patient. The customer reported the patient was sedated and intubated at 1820. At 1822, delivery of sevoflurane was started. At 1825, patient blood pressure dropped from, "130's/70's to 90/40." Subsequently, the patient was manually ventilated with an ambu bag during trouble shooting. Air was heard coming from the anesthesia machine. The multi absorber was changed but the problem persisted. The anesthesia machine was replaced, but the difficulty continued. The multi absorber was changed again on the second anesthesia machine and the patient "recovered to a normal bp at 1837." No patient injury was reported.

Manufacturer narrative:
No patient information has been provided. The customer initially reported that a sample was returned to ge healthcare. To date, no sample has been provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.